Event description:
The customer contact reported the device touchscreen was out of calibration. The device was returned to the biomedical dept with an unsigned note that indicated the device was out of calibration. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reported adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen could not be calibrated. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to be broken and would not calibrate. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.